Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified bd oral syringe a leakage was encountered. No patient impact reported. The following information was provided by the initial reporter: clinician experienced: leakage - serum - 1.

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that while using an unspecified bd oral syringe a leakage was encountered. No patient impact reported. The following information was provided by the initial reporter: clinician experienced: leakage - serum - 1.